Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that 12 cm blood clot from the right femoral vein to the iliac vein was found under the contrast CT inspection. The catheter had been inserted via the femoral vein and removed after 2 days. The patient was taking futhan (nafamostat mesilate) as anticoagulants. No harm to the patient was reported.